Event description:
It was reported to boston scientific corporation that an obtryx slings was implanted on (B)(6) 2016. As reported by the patient's attorney, post procedure, the patient experienced pelvic pain, back pain, failed sling, bleeding, stress incontinence, urinary frequency, and infections. The patient also reported suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury, and more.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).